Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description cannot be confirmed, no sample was returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident a review of the device history records could not be performed as no identifying product information was provided. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
Angiodynamics received a sus voluntary report, reference mw5098635, for an xcela PICC kit, with a 0.018, 80cm guidewire. The following was reported: "difficulty was experienced during PICC line insertion. Retained intravascular guidewire foreign body. Post operative diagnosis: same provide: snare retrieval of intravascular guidewire fragment foreign body; placement of tunneled cvc findings: there was a knot at the distal end of the 0.018' guidewire which appeared to be embedded in the upper third of the r upper arm, basilic vein and could not be removed with snare technique. The guidewire knot measures 2mm in size and is attached to a 4mm length of wire which remains in place. The remainder of the intravascular wire foreign body was removed with snare technique." There was no report of patient harm or injury due to this event. Specimen: guidewire fragments- blood loss: c.20 ml, complications: none, patient status: stable, anesthesia: local.